Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl; cause of the low was unknown. Customer consumed glucose tablets to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.